Event description:
The lay user/pt contacted lifescan ireland in 2008 alleging that his one touch ultra easy meter powers off during use. A medical affairs specialist (mas) sent questions; however, the customer care advocate (cca) was unsuccessful in getting in contact with the pt and sent the pt a letter to contact lfs. The pt mentioned that his meter powers off as soon as he applies blood on the test strip. Pt inserted a test strip into the meter and the meter initially displayed the incorrect cal code number. Pt noticed the incorrect cal code and corrected the code number on the meter. On five days earlier, the pt attempted to test his blood glucose at 11:00pm; however, the meter powered off during use. Since the pt did not know what his blood glucose level was, he withheld his insulin. The pt went to bed. At 2:00am the pt was found unconscious. Pt's daughter contacted the paramedics. Paramedics arrived at 2:10 am and tested the pt using their meter; however, reading is unk. Pt regained consciousness, but he refused to go to the hospital. Paramedics tested the pt prior to leaving and obtained a 13.0 mmol/l. Pt did not receive any medical intervention and did not treat himself. Pt felt tired and dizzy. Pt has not been able to obtain a reading, and cut his insulin by half. Pt has not contacted his physician regarding the incident or the issue with the meter. Customer care advocate (cca) sent the pt a replacement meter. No further clinical info was provided. It would have been helpful to know whether the pt was tested on his meter or on the paramedics meter when he obtained the 13.0 mmol/l (234 mg/dl). It would have also been helpful to know how soon did the pt regain consciousness and what if any treatment was given to the pt. The complaint is being reported because the pt indicated that after the issue began he became unconscious. It is not clear whether or not the pt was hypoglycemic or how the meter may have contributed to the injury as: the pt indicated he withheld insulin, which should cause his blood glucose to go higher, there were no low blood glucose readings provided during the incident, and the pt did not provide lifescan with info regarding the treatment received from emergency personnel. Issue was not resolved and meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.